Event description:
A customer reported to baxter corporate product surveillance an interlink retractable t-connector extension set in which a leak was observed. According to the report, the extension set was connected to an unknown catheter. After an unknown amount of time, it was noticed that normal saline had leaked from the connection. The reporter stated that they believed the leak was due to the male luer. The alleged defect occurred during infusion on a patient. There were no reports of patient injury, medical intervention or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Six companion samples were returned to the manufacturing plant for evaluation. Visual inspection was performed on the samples, and no abnormalities were observed. Functional testing was performed on the six companion samples. The returned samples were then connected to an extension set, and primed according to the priming process. No leaks were observed. The samples were then tested for clear passage and pressure at 8psi. The results were satisfactory. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. A batch review was performed on the reported lot with no deviations found.